Event description:
It was reported that there was a lead integrity issue where the patient received inapropriate therapy due to t-wave oversensing. It was further reported that there was noise present on the lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: there was one ventricular nst = 195 ms on (B)(6) 2012 09:53:00. There were two vf <(> <<)>= 200 ms average v-cycle on (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.